Event description:
It was reported that the patient presented for a follow-up in clinic. A computed tomography (CT) scan was performed and revealed the alp was implanted in the improper location. This was confirmed via intracardiac echocardiography (ice). The patient was asymptomatic. The patient was transferred to a different hospital where a chest x-ray further verified alp was implanted in an improper location. The alp was successfully retrieved, and a new alp was implanted. The patient was stable throughout the procedure.